Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 8 years and 5 months post implant of this bioprosthetic valved conduit in a pediatric patient, it was explanted for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for the product released for distribution. No issues were identified that would have impacted this event. The valve was implanted for over 8 years, and it was not reported that the device was explanted due to any potential manufacturing issue. At this time there is no device to examine and no additional information was provided.